Manufacturer narrative:
At the time the event occurred, (B)(6) 2015, the device was not sold or marketed in the u.s. By edwards, and was not similar to an edwards device marketed or sold in the u.s. On this basis, this event is not MDR reportable.

Event description:
As reported by our affiliates in the (B)(4), during the transfemoral tavr procedure, device manipulation lead to a shaft crack/leakage. Subsequent withdrawal difficulty of the valve and delivery system required surgical removal of the valve from the common femoral artery. During the valve alignment sequence in the abdominal aorta, there was resistance and manual alignment had to be performed. The valve was positioned in the native annulus and an attempt was made to deploy the valve under burst pacing. However, it became apparent that there was a leak in the system such that no contrast was delivered to the balloon. Further examination confirmed that there was a significant leak somewhere within the delivery catheter. An attempt was made to bring the valve and delivery system through the 14 french esheath; however, the valve would not enter the esheath. An attempt was made to pull the valve and delivery system through the iliofemoral system; however, the valve became impacted in the common femoral artery. The on-call surgical team was called to surgically remove the valve from the femoral artery, but no anesthesiologist was available to continue the procedure. A decision was made to abort the procedure and to bring the patient back for tavi at a later date. The patient was hemodynamically stable at the close of the procedure and they were taken to the intensive care unit.

Manufacturer narrative:
The complaint device (commander delivery system - model 9610tf29) is not sold or marketed in the us; however it is deemed similar to the (commander delivery system - model 9600lds29). The lot number is 59997690. Investigation is ongoing.